Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 167mg/dl. The customer's expected fasting blood glucose test result range is 61 and 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 167mg/dl (B)(6) 2017 06:38:00 am fasting: yes; 143mg/dl (B)(6) 2017 12:30:00 pm fasting: yes; 141mg/dl (B)(6) 2017 02:28:00 am fasting: yes; 154mg/dl (B)(6) 2017 03:08:00 am fasting: yes; 134mg/dl (B)(6) 2017 01:33:00 pm fasting: yes. Customer called because endocrinologist asked patient to have meter changed out immediately because hga!c - 9.5 and that he could not trust the meter. Customer denies having sign or symptoms of hyperglycemia. Customer stored strip inappropriately and refuses any medical care. Customer went to doctor's office as a routine visit.